Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl. Insulin pump was acting kind of strange and had to calibrate the insulin pump 20 times a day. Customer stated that the insulin pump kept on pushing micro boluses. Customer stated that the back side where the reservoir fit in on the right side 10 mm wide there was a piece missing on it and the retainer ring was broken. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer treated for low blood glucose with food and experienced sweating and weakness. Customer stated that auto mode feature was active. Customer alleged insulin pump was over delivering. The insulin pump will be returned for analysis.